Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a low-pressure message. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a low-pressure message. It was stated that the unit remained in average volume assured pressure support (avaps) mode and the other modes were not accessible were greyed out. There was no error codes presented. The customer declined service and repair. No further action provided. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.